Manufacturer narrative:
A ge representative evaluated the system and replaced the gib pcb and adjusted the current limiter. System operates as intended.

Event description:
It was reported that the system is overheating. No patient injury was reported.